Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 25, 2016 the reporter contacted lifescan alleging that the patient's onetouch verio meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the patient that the product issue began at 8:37pm on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient stated that one hour before the issue began they were experiencing symptoms of ¿shaky, dizzy, lightheaded and weak.¿ the patient reported that at 8:50pm they self-treated these symptoms with food/drink. The patient denied testing on any other device at this time. At the time of troubleshooting the cca confirmed that the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and may have delayed treatment while using the subject meter.